Manufacturer narrative:
The returned device was evaluated. Visual inspection revealed a missing front panel connector cover. The device was able to obtain readings using a masimo cable and sensor. Alarm alert conditions were able to provide an audible and visual error message when parameters were breached. During testing, the unit was programmed to obtain spo2 and the pulse rate using a masimo rainbow set tester. The device lost connection to the sensors when the sensors were moved. Internal inspection isolated the reported failure to cracks on the sensor connector, which resulted in intermittent connections. A service history record review revealed this unit was in the field for over nine (9) years with no previous reported issues related to this reported event.

Event description:
The customer reported the intellivue modules are having an intermittent connection at the front end. No patient impact or consequences were reported.